Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit turned on and off by itself.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of turning on and off by itself. The unit was triaged and the reported issue was confirmed due to a bad overlay. Damage was also found inside the unit. The potential root causes are excessive damage due to customer misuse and/or a defective overlay. The unit was repaired. Unit passed all final tests, inspections and was recertified. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.